Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included subdural hemorrhage (traumatic). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and essential hypertension ("essential hypertension"). The patient was treated with surgery (laparoscopic salpingectomy, pr lap, rmv adnexal structure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and essential hypertension outcome was unknown. The reporter considered essential hypertension and pelvic pain to be related to essure. The reporter commented: physician was personally present throughout the entire procedure. Both essure coils were removed in their entirety. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2021: essure coils visible in bilateral fallopian tubes. Otherwise normal pelvic anatomy including normal appearing uterus, fallopian tubes, and ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included subdural hemorrhage (traumatic). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and essential hypertension ("essential hypertension"). The patient was treated with surgery (laparoscopic salpingectomy, pr lap, rmv adnexal structure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and essential hypertension outcome was unknown. The reporter considered essential hypertension and pelvic pain to be related to essure. The reporter commented: physician was personally present throughout the entire procedure. Both essure coils were removed in their entirety. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2021: essure coils visible in bilateral fallopian tubes. Otherwise normal pelvic anatomy including normal appearing uterus, fallopian tubes, and ovaries. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-sep-2021: medical records received. Reporter information, product removal date added. Event: injury nos updated to event: pelvic pain. New event added: essential hypertension. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.